Event description:
It was reported the wire unraveled while in the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire from a ra catheterization device and a lidstock for analysis. Signs of use in the form of biological material was observed on the guide wire core wire. Visual analysis revealed that the guide wire was unraveled around the middle of the extrusion. Microscopic examination confirmed the damage and revealed that the core wire was separated in two different locations. Additionally, the distal weld was separated from both the core and coil wires and was not returned for analysis. Therefore, it cannot be determined if the core wire separated directly adjacent to the distal weld. The total length of the guide wire was measured by adding the separated portions of the core wire. The total length of the guide wire from the handle to the distal-most point of separation on the core wire measured 5.197" which is within the specification limits of 5.03125"-5.21875" per the catheterization device product drawing. This indicates that the guide wire likely separated directly adjacent to the distal weld. The guide wire outer diameter measured .435mm which is within the specification limits of .432mm-.457mm per the guide wire product drawing. Functional testing could not be performed on the returned sample due to the severity of the damage. Additionally, the needle/catheter assembly involved with this product was not returned for analysis. A manual tug test confirmed that the proximal weld was secure and intact within the black handle. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The report of a separated guide wire was confirmed through complaint investigation. Visual analysis revealed that the core wire was separated in two locations. Additionally, the distal weld had separated from the core and coil wires and was not returned for analysis. Despite this, the guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the sample received, the root cause cannot be determined without the needle returned for evaluation as it is unknown if the separation occurred due to a defective needle or undue force applied during insertion. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the wire unraveled while in the patient. No patient harm reported. The patient's condition is reported as fine.